Manufacturer narrative:
The event date (B)(6) 2017 is an estimated date. Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. (B)(4)

Event description:
A medwatch report (B)(4) submitted by the facility on oct 2017 was received by zoll on 09 feb 2018 via postal mail. Per report, the patient received ivtm therapy using a coolgard console. At an unspecified time during cooling phase, the user observed signs of leak. Following this, the user inspected the connections of the console to the suk and the catheter and found leak near the console likely coming from console's tubing or the start-up kit (suk). The user was unable to specify if the console displayed an alarm. The user decided to discontinue ivtm therapy. No known impact or patient consequence was reported. The reporter was unable to provide further information.